Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's infusion set's tubing got detached at the quick release. The patient had this issue with 8 sets. No further information available.